Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Correction: on (B)(6) 2011 a 25mm trifecta valve was implanted. On (B)(6) 2019, a pulmonary embolism was reported. On (B)(6) 2019, the valve was explanted due to endocarditis and replaced with an 27mm intuity valve. The patient as reported to be in stable condition. Post-op bleeding was reported and 2 procedures was performed. The patient was discharged in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011 a 25mm trifecta valve was implanted. On (B)(6) 2019, a pulmonary embolism was reported. On (B)(6) 2019, the valve was explanted due to endocarditis and replaced with an 27mm intuity valve. The patient as reported to be in stable condition. Additional information was requested but cannot be obtained. ((B)(6) - (B)(6) study; ) (B)(6).